Manufacturer narrative:
The esheath was not available for return. Therefore, a no product return engineering evaluation was performed. Due to no lot information provided, a device history record (DHR) review or lot review could not be performed. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for resistance between system components/inability to advance through sheath and sheath liner torn were unable to be confirmed due to no imagery/device provided. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. A manufacturing nonconformance therefore could not be determined. However, there is no indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. Per the complaint description, the 26mm valve would not advance through the esheath. Knowing that the push force with a 26 is a little greater, more force was placed on pushing the commander system. The valve then split the sheath and pushed through the iliac artery. The presence of calcification and tortuosity as mentioned in case notes can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible, if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system, and do not over-manipulate the sheath at any time. In this case, it is possible that excessive force was applied during delivery system advancement through the sheath. The crimped valve may have then interacted with the sheath, leading to the observed sheath damage and interaction with the iliac. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. Available information suggests that patient factors (calcification/tortuosity) and/or procedural (excessive manipulation, valve caught on liner) factors may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. No labeling or IFU/training inadequacies were identified. A product risk assessment (pra) and a CAPA were previously initiated to capture the risk assessment, investigation and any possible corrective/preventive action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a thv territory manager that during a right transfemoral tavr, the 26mm valve would not advance through the esheath. More force was placed on pushing the commander system. The valve then split the sheath and pushed through the iliac artery. The iliac was repaired with a graft and the case was aborted. The patient is doing great. The difficulty was experienced at about 4-5 inches into the esheath. The patient vessel minimum luminal diameter measured 6 mm with mild calcification and tortuosity. The insertion angle was parallel to the body. The vessel was not pre-dilated. The devices are not available for return.